Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified the peek housing was broken. It was initially reported by the customer that the qdot micro catheter displayed high force readings about 100 grams, when they were trying to zero the catheter. There were no errors displayed on any to the systems. The cable was replaced without resolution. The catheter was replaced, and the problem was resolved. The case continued. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 19-dec-2025, the bwi pal revealed that a visual inspection of the returned device found the peek hosing was broken. This findings was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the qdot micro device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed the peek housing was broken. A force test was performed and the device was recognized and visualized correctly; however, error 106 displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. The potential cause of the open circuit and peek housing broken could not be determined. The root cause of the adhesive condition was traced to the manufacturing process. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Internal actions are being performed to address process opportunities related to adhesive issues. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the break in the peek housing identified by bwi pal. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the insufficient adhesive on the wires identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the open circuit resulting in the resistance of the sensor pads. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).